Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of device reset was confirmed after reviewing the device programmer printouts received from the field. After reviewing diagnostic data and analyzing the device, it is believed that the resets occurred due to a low battery voltage, which was found to be normal battery depletion for the implant duration. The device was tested on the bench and using automated test equipment and all device measurements were normal. No anomalies were detected. The cause of reset was due to normal battery depletion.

Event description:
It was reported that the device reset while at eri. The device was explanted and replaced.